Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-mar-2023. The most recent information was received on 06-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 793 days after essure insertion, she experienced fatigue (seriousness criterion medically important), amnesia ("loss of memory"), disturbance in attention ("concentration problems"), depression ("depression"), self esteem decreased ("low self-esteem") and asthenia ("not enough energy despite a balanced diet") and was found to have blood pressure decreased ("drop in blood pressure") and weight increased ("weight gain because of the loss of vital energy (15 kg in 2 years"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to amnesia, disturbance in attention, fatigue, blood pressure decreased, depression, self esteem decreased, weight increased or asthenia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 793 days after essure insertion, she experienced fatigue (seriousness criterion medically important), amnesia ("loss of memory"), disturbance in attention ("concentration problems"), depression ("depression"), self esteem decreased ("low self-esteem") and asthenia ("not enough energy despite a balanced diet") and was found to have blood pressure decreased ("drop in blood pressure") and weight increased ("weight gain because of the loss of vital energy (15 kg in 2 years"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to amnesia, disturbance in attention, fatigue, blood pressure decreased, depression, self esteem decreased, weight increased or asthenia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Fatigue [fatigue], loss of memory [loss of memory] , concentration problems [concentration impairment] , drop in blood pressure [drop in blood pressure] , depression [depression] , low self-esteem [self esteem decreased] , weight gain because of the loss of vital energy (15 kg in 2 years [weight gain], not enough energy despite a balanced diet [energy decreased], tendon pain [tendon pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-mar-2023. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of fatigue ("fatigue") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 793 days after essure insertion, she experienced fatigue (seriousness criterion medically important), amnesia ("loss of memory"), disturbance in attention ("concentration problems"), depression ("depression"), self esteem decreased ("low self-esteem") and asthenia ("not enough energy despite a balanced diet") and was found to have blood pressure decreased ("drop in blood pressure") and weight increased ("weight gain because of the loss of vital energy (15 kg in 2 years"). On unknown date she experienced tendon pain ("tendon pain"). At the time of the report, the outcomes for fatigue, amnesia, disturbance in attention, blood pressure decreased, depression, self esteem decreased, weight increased and asthenia were unknown. The reporter considered amnesia, asthenia, blood pressure decreased, depression, disturbance in attention, fatigue, self esteem decreased, tendon pain and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new lawyer reporter, event: tendon pain, cluster ID added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.